Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported patient-device incompatibility/device operates differently (failure to seal)/stent graft leak; however, the subsequent treatment appears to be related to the operational context of the procedure. Failure to seal the perforation may be attributed to several factors including, but not limited to, patient anatomical morphology, product size selection, deployment technique (non-central positioning of stent graft over perforation or inadequate overlapping), interference from previously deployed devices, or growth of perforation during deployment. In this case, it is possible that growth of the perforation during deployment contributed to the reported leak; however, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was to treat a moderately tortuous, moderately calcified left anterior descending artery with a pre-existing perforation. A 2.8x16mm rx graftmaster was advanced and implanted at 15 atmospheres without issue noted. Control injection was performed and it was noted that the covered stent did not seal the perforation. It was decided to send the patient to surgery to seal the perforation which was done successfully. A clinically significant delay was noted. No additional information was provided.